Event description:
It was reported that an (B)(6) female, who had undergone incision and drainage (I&d) of a very large perirectal abscess in (B)(6) 2010, was treated post operatively with v.a.c. Therapy in both acute and home care settings. Medical records indicate that the patient had a history of (B)(6). It was reported that the wound healed, but formed a draining sinus tract. Patient was scheduled for surgical exploration on (B)(6) 2010. Exploration of the sinus tract revealed of a foreign material visually identified as a "black wound vac sponge." The foreign material was removed and the wound packed with moistened kerlix. Medical records indicate that the patient tolerated the procedure. Patient subsequently was transferred to the intensive care unit and later transferred to another hospital with questionable sepsis. It was reported that the patient has since been discharged from that facility.

Manufacturer narrative:
The foreign material was sent to pathology for evaluation. The pathology report description of the excised specimen states "received in formalin and consists of fragments of pink, tan, membranous, blood stained tissue with admixed red brown, ragged, fragmented sponge material measuring 6 x 6 x 5 cm. The tissue is somewhat embedded within the sponge fragments." Kci labeling, available in print and on-line states: accurately record the number of foam pieces used in the patient's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.